Event description:
Edwards received notification that a 84 years old patient with a valve model 7300tfx25 implanted in the mitral position underwent a valve in valve procedure after an implant date of approximately four (4) years and nine (9) months due to valve degeneration leading to severe stenosis and mild regurgitation. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device with perfect result. The patient was noted as to be in good condition after the procedure.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.